Event description:
Pedicle screws were implanted on (B)(6) 2012. During a post-operative eval on (B)(6) 2013 the physician alleged to a broken s1 screw on the right side. This was determined through x-rays.

Manufacturer narrative:
No further info was received. Without a lot number the device history record review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.